Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced a low blood glucose level of 45 mg/dl. The customer had a banana and a bowl of cereal. Her blood glucose level went up to 113 mg/dl. The sensor was bent. The device was not returned.